Manufacturer narrative:
Analysis of the data showng increased impedance + increased rv coil continuity and low ventricular detection. Additional information from the device history report: device was manufactured and delivered according to all applicable procedures.

Event description:
Reportedly, for a patient implanted (B)(6) 2020 with platinium dr 1540 sn: (B)(6), vega r52 sn: (B)(6) and optisure lda210q65 sn: (B)(6). Measurements on implant date were: pacing threshold= 1.2v @ 0.5 ms, r wave= 6.6 mv and pacing impedance = 578 ohms. In the last remote f-up ((B)(6) 2023), v impedance is 2244 ohms, and a steady increase of impedance can be seen since end of april/beginning of may 2023 (while sensing remains quite stable). Similar behaviour with shock coil impedance. In-clinic f-up performed (B)(6) 2023. Last 3 remote f-up and expert files are attached. Physicians are asking us to analyze the data from the device to help finding a possible cause for this increase of impedance.

Event description:
Reportedly, for a patient implanted (B)(6) 2020 with platinum dr 1540 sn: (B)(6) , vega r52 sn: (B)(6) and optisure lda210q65 sn: (B)(6) . Measurements on implant date were: pacing threshold= 1.2v @ 0.5 ms, r wave= 6.6 mv and pacing impedance = 578 ohms. In the last remote f-up (B)(6) 2023), v impedance is 2244 ohms, and a steady increase of impedance can be seen since end of april/beginning of (B)(6) 2023 (while sensing remains quite stable). Similar behaviour with shock coil impedance. In-clinic f-up performed (B)(6) 2023. Last 3 remote f-up and expert files are attached. Physicians are asking us to analyze the data from the device to help finding a possible cause for this increase of impedance.

Manufacturer narrative:
The device history report shows that the subject active device (platinium dr s/n (B)(6) was manufactured and delivered according to all applicable procedures. The review of provided data highlighted that since beginning of (B)(6) 2023, both rv impedance and rv coil continuity increase gradually mostly linked to lead issue. - the gradual increase of the rv impedance could be due to fibrosis or mineralization of the electrode-myocardial interface at the tip of the lead. - the gradual increase of both rv impedance and rv coil continuity could be due to lead fracture. On (B)(6) 2023 the ventricular impedance was 2500 ohms and the rv coil continuity was 1900 ohms, therefore we recommend: - to carefully remotely follow-up the lead data - a reintervention to connect a new ICD lead to the device a since the defibrillation system may be ineffective soon, however this decision is solely left to the physician¿s discretion but may eventually be supported / strengthened by observations during the last follow-up no general malfunction is suspected on the subject active device (platinium dr s/n (B)(6). This case is retained and utilized for trend purposes.

Manufacturer narrative:
Device history report requested analysis of the data showing increased impedance + increased rv coil continuity and low ventricular detection.

Event description:
Reportedly, for a patient implanted (B)(6) 2020 with platinium dr 1540 sn: (B)(6), vega r52 sn: (B)(6) and optisure lda210q65 sn: (B)(6). Measurements on implant date were: pacing threshold= 1.2v @ 0.5 ms, r wave= 6.6 mv and pacing impedance = 578 ohms. In the last remote f-up ((B)(6) 2023), v impedance is 2244 ohms, and a steady increase of impedance can be seen since end of (B)(6)/beginning of (B)(6) 2023 (while sensing remains quite stable). Similar behaviour with shock coil impedance. In-clinic f-up performed (B)(6) 2023. Last 3 remote f-up and expert files are attached. Physicians are asking us to analyze the data from the device to help finding a possible cause for this increase of impedance.